Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, myocardial infarction, and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient was implanted with a xience v stent approximately 2 years and 3 months ago ((B)(6), 2009). The patient presented to the hospital on (B)(6) 2011 experiencing an acute myocardial infarction with angina. Upon angiography, the left anterior descending artery was observed to be totally occluded with thrombosis, with instent thrombosis of the implanted xience v stent and a new lesion distal to the implanted stent. The patient had been taking aspirin and plavix post index procedure. Plain old balloon angioplasty was performed successfully to treat the thrombosis. The patient is reported to be well. There were no patient adverse effects or clinically significant delay in the procedure reported. No additional information was provided.